Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26444. It was reported the patient was no longer receiving stimulation after lifted a heavy object. Lead diagnostics revealed multiple invalid impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Corrected aware date on initial MFR report 1627487-2015-26443 from (B)(4) 2015 to (B)(4) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26444.